Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient had been resting on impella support and was listed status two for orthotopic heart transplantation. The nurse reported false position in aorta alarms. The medical doctor confirmed via echocardiogram. Due to elevated plasma d=free hemoglobin and unable to reposition the device after multiple attempts, the decision was made to replace the impella 5.5. The patient was stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. No issues were found on the returned product. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway the impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.